Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), florida. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: the stirrer motor was frozen. In order to solve the issue, the stirrer motor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e07 code) associated to stirring mechanism blocked or too slow. The issue occurred during procedure.

Event description:
See initial report.

Manufacturer narrative:
From follow-up communication it was learned that customer is using concentrated bleach to disinfect the device, however no information regarding concentration percentage, dilution, exposure time or frequency of disinfection was provided. Based on similar complaints database analysis, it cannot be ruled out that the most likely root cause of the reported event is damaged motor bearing as well as water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Possible contribution of user improper maintenance cannot be ruled out. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.